Event description:
Event description: revision of an attune done for right side due to pain. Palacos cement was used. Reason for revision. The surgeon didn't think it was loose or infected as she has had multiple test which have come back negative, but she did have elevated blood markers. They treated it as infected because of this and did a two stage revision. All components were removed, and they will come back in 6-8 week an use attune revision. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".